Event description:
MFR became aware of an operative written, in which four cases of post-op complications followed the use of co's suretac implant. Co is filing this MDR based on the info that was available in the article and through company reresentative in a foreign resulted from the lack of postoperative immobilization and the stress placed on the joints from aggressive rehabilitation programs.